Event description:
It was reported, had possibly developed syrinx in the spinal column and required an MRI to confirm the diagnosis. The device was removed prior to MRI. MRI results confirmed the suspected diagnosis. The system was eventually replaced on (B) (6) 2005.

Manufacturer narrative:
(B) (4).